Event description:
It was reported the colonovideoscope exhibited foreign material inside the channel. The issue was found during a diagnostic colonoscopy. There was no reported procedural delay or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.